Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the customer reported issue of 'shorting out, every time plug in, it keeps tripping" was not able to be confirmed however, device inspection determined a loose switch when turn off /on and the switch cover was missing. In addition, service repair noted that the power switch is a third party power switch . The housing of the device was inspected and found heavy dent on top cover, bottom chassis rusted, four suction rubber foot @ the bottom with weak suction force noted. The ac inlet @ rear found damaged with crack and the air water suction when inspected found with rusted port connector , old type and with dirty air pump tubing. Additionally, air pump was observed rusted with worn out tubing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an operation issue. Shorting out. Every time it is plug it in, it keeps tripping. The problem found at reprocessing. There was no patient involvement on this event. No user injury was reported. Device evaluation found tube is contaminated (dirty air pump tubing, rusted) and power switch issue (loose switch when turn on/off and missing switch cover. This report is being submitted for contaminated tubing's and loose power switch found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the damaged alternating current inlet and contaminated air pump tubing could not be determined. Olympus will continue to monitor field performance for this device.